Event description:
A single customer reported multiple events that occurred throughout 2023, which were reported to rhythmlink international in (B)(6) 2024. The customer stated that subdermal needle electrodes have been found broken in the package or before insertion into the patient, and the device was not used and put in a sharps container. The user did not identify the date of the event, the part number, or the lot number of the subdermal needle electrode.